Event description:
The pt described pain of the knee. X-ray pictures confirmed an asymmetric knee mechanic. A revision surgery was done and the t-bushing was exchanged.

Manufacturer narrative:
So far the explant is under investigation. As soon as we get the results, we will send a follow-up report. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.